Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not charge and boot. The receiver was perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download: passed. Finding related to complaint in receiver download: no. Receiver shutdown-reason "battery low" followed by receiver perpetually rebooting. The receiver functional testing was unable to be performed. The complaint could not be confirmed for receiver initializing screen without manual restart because receiver shutdown-reason "battery low" followed by receiver perpetually rebooting. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.